Event description:
It was reported that the patient may have received inappropriate high voltage therapy due to oversensing on the right ventricular (rv) lead. It was noted that warnings triggered for rv lead noise and a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpc2d1 crt-d; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.